Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer remotely and found that the live x-ray was not visible on flexvision monitor. Review of the log files didn't confirm the malfunction. No further information regarding the issue has been provided. No service has been performed by philips since the quote was not approved by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the live image was not available on the flexvision monitor. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.